Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The screw on the push and pull system broke off. The stent was deployed. The device was used with no issues noted. The issue occurred after stent deployment. The entire stent was deployed in a satisfactory position across the target lesion. The evaluation of the protege gps was performed (B)(6) 2015. The customer experience of push pull system breaking at the lock housing to manifold cap was confirmed. The returned protege gps stent delivery system exhibited a sonic weld separation. The root cause is not known.